Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that one of the hybrid layer capacitor (hlc) batteries, designator bt2, of the analog pcb assembly did not have enough voltage to allow the device to remain powered on in order to charge and shock. Further examination showed that two of the hlc batteries, designators bt1 and bt2, had leaked electrolyte. The electrolyte from bt1 led to corrosion on the positive tab and strap of bt1. Additionally, the electrolyte leaked from the negative terminal of bt2 which caused corrosion at the negative terminal strap of bt2, which led to an open connection between the analog pcb assembly and the hlc batteries. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, physio-control observed that it would not remain powered on.